Manufacturer narrative:
Results: the penumbra smart coil (smart coil) pusher assembly was kinked in multiple locations throughout its length, including approximately 137.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and did not have offset coil winds near the proximal end. Conclusions: evaluation of the first returned smart coil revealed that the pusher assembly was kinked in multiple locations throughout its length. This damage may have occurred due to forceful handling of the smart coil during preparation for use or insertion into a microcatheter. The kink located approximately 137.0 cm from the proximal end of the pusher assembly prevented the smart coil from being advanced through its introducer sheath and therefore, the smart coil could not be functionally tested for advancement through a demonstration microcatheter. Evaluation of the second returned smart coil revealed that the embolization coil had offset coil winds. If the introducer sheath is not properly aligned in the hub of the microcatheter prior to advancement, resistance may be experienced, and damage such as this may occur. The offset coil winds prevented the smart coil from being advanced through a demonstration microcatheter during functional testing. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00180.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) to treat a ruptured aneurysm using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance two smart coils into a non-penumbra microcatheter; therefore, they were removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.